Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 28 june 2024 a 25mm amplatzer amulet left atrial appendage (laa) occluder was implanted successfully utilizing an amplatzer torqvue 45x45 (lot: 10141088). Shape of device at implant was tire. Sizing was determined via transesophageal echocardiogram (tee). Tee and fluoroscopy used during implant. Close criteria was satisfied along with a tension test. Left atrial pressure (lap) was greater than 12mmhg. 500cc of fluid was given during the procedure. Lap not measured again after fluid administered. There was no difficulty implanting the device and no leakage observed. During a follow up transesophageal echocardiogram (tee) imaging on (B)(6) 2024, the occluder was observed to have dislodged and migrated from its initial position. The occluder migrated proximally and now protruded into the left atrium. No intervention was performed. There were no reported patient effects. The patient was reported to be stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. From the received imaging shows a partial migration of the disc but the lobe of the amulet remains located in the body of the laa. Based on the information received, a cause for the reported device embolization could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.